Manufacturer narrative:
Findings: unresponsive buttons due to an unlocked connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 240 mg/dl. The customer does not remember any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.